Manufacturer narrative:
9/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a colon resection procedure, the staples did not form properly and minor bleeding occurred along the staplle lines. The surgeon sutured to reinforce the staple lines.